Event description:
It was reported that outside of surgery the power cord had been cut which resulted in exposed wires. It is unknown what cut the cord and when the cord was cut. There was no adverse event. Due diligence is complete and there is no additional information at this time.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The footswitch cord was confirmed to be cut. The unit was dispositioned for scrap. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.